Manufacturer narrative:
The customer was able to troubleshoot the leak with the help from customer technical service (cts) over the phone. Cts advised the customer to check pinch valves (pv4, 31, and 67) and to flush the low vacuum circuit through feed thru fitting (ff 205). The customer observed that the vacuum trap was still filling and the baths continued to overflow after flushing the system. The customer found that the sweep flow line at the bottom of the rbc bath had been disconnected creating the leak and the low vacuum issue. Cts assisted the customer with reconnecting the sweep flow line and the instrument ran without leaks or errors and all activities were verified according to the customer's established protocols. (B)(4).

Event description:
The customer reported that less than 1 ml of diluent fluid leaked from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was troubleshooting errors when the leak was observed. The customer stated that low vacuum error messages had been generated at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.